Event description:
It was reported that a patient experienced a low blood glucose of 56 mg/dl that rose to 95 mg/dl after ingestion of glucose tablets, and the agent provided guidance on entering the blood glucose value for pump calibration and assisted with cgm use. Symptoms included hypoglycemia with initial concern that resolved following treatment. Outcomes included no injury, no hospitalization, and resolution of the event with user self-management. Investigation included technical support review and user troubleshooting and education. Investigation of this case revealed no device malfunction was identified and user factors were addressed through education. It was concluded that the event involved hypoglycemia of unclear cause with successful resolution through oral carbohydrate intake and device calibration support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.